Event description:
System error 240 message appeared on the display of the home patient's machine during dwell 7/10 of their automated peritoneal dialysis therapy. Home patient noted a loose connection of the spike port interface. Service center assisted the home pt in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.